Event description:
This is the third of three medwatch reports. On 2011-(B)(6) 04:14, the analyzer yielded a falsely low result for pco2, and derived parameters hco3- and abe. The analyzer detected the error during the first following calibration. When the user repeated the calibration it passed. Two additional patient samples yielded falsely low results for the same parameters before the instruments automated qc again detected the error. The patient was given half correction bicarbonate (volume = 0.3 x wt x base deficit). Later analysis on a comparison instrument proved the patient to have been 'overcorrected'. The reporter does not believe there was any lasting detrimental effect on the child's condition. Measurement 04:14 for patient c: pco2 - 5.48, hco3 - 16,4, abe - 10.7. Patient was given half correction with bicarbonate. The general level for this patient was pco2 7 kpa, hco3- 23 mmol/l and -6 mmol/l.

Manufacturer narrative:
A clot in the sensor cassette affected three measurement results (patients a, b and c) for the parameter pco2 and derived parameters hco3- and abe (actual base excess). The error was of magnitude -4kpa (pco2), -17 mmol/l (hco3-) and -16 mmol/l (abe). The first measurement (patient a) introduced the clot into the analyzer. The second (patient b) and the third (patient c) were affected because the clot was still inside the measuring chamber. Although the analyzer is designed to be robust in its ability to detect clots, small clots can be introduced and form in the analyzer. For this reason we stress in our user manual the importance of proper sample handling and clinical review of results. In this case the user trusted the measuring results and reacted promptly. Trend analysis of the three patients shows that the results for hco3- were clearly biased. The customer agrees that knowing the trend of the patient might have affected the decision about treatment with half corrections bicarbonate. The customer further noted that they will inculcate to the nurses and the doctors the importance of making sure that the results fit with the clinical picture. The risk that clots in the sensor cassette can cause measuring errors were anticipated in the product risk analysis. It was mitigated and the operators manual contains the following warning: 'always meticulously follow the sample procedures described in this chapter. Failure to follow these procedures may introduce clots or air-bubbles in the sample and yield erroneous results.'